Manufacturer narrative:
To date, information suggests that this rv lead remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did appear to be dislodged. The physician performed a surgical intervention, during which time it was confirmed that the lead was actually not dislodged. Beyond the early surgical intervention, there were no reported adverse patient effects.